Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.

Event description:
It was reported that externalized conductor was observed under fluoroscopy. Lead was explanted and replaced. The lead showed normal measurement values.